Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens, -5.0 diopter torewhen it came out of the cartridge/injector. There was no patient contact with the lens. An alternate lens was implanted at a later date and the problem was resolved. This occurred on (B)(6) 2021. The cause of the event is reported as device.